Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a restaurant parking lot shortly after having dinner. The cause of death was natural causes with diabetes and everything else he had as contributing factors. The caller stated that the customer had staph, coronary artery disease, congestive heart failure, atrial fibrillation, renal disease, and a heart attack that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.